Event description:
It was reported that display issue occured. A rotablator rotational atherectomy system was selected for use. It was noted that no rpm was displayed on the console. There was no patient involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An attempt to test the console using a gold foot pedal and a rotalink 1.75mm burr was done but console could not be tested as there is no rotational speed display due to a massive gas/air leak at the turbine pressure switch and there is no burr rotation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that display issue occured. A rotablator rotational atherectomy system was selected for use. It was noted that no rpm was displayed on the console. There was no patient involved.